Manufacturer narrative:
This report is for an unknown va locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022 a patient underwent the removal of attune tkr and distal periprosthetic plates and screws left femur due to infection in left knee. This procedure was to remove all components including the distal plates and screws and debride, washout and insert spacer. The procedure was successfully completed without any surgical delay. This complaint is related to complaint (B)(4). This report is for unknown va locking screws. This is report 2 of 2 for complaint (B)(4).